Event description:
It was reported, during a refill of the intrathecal drug delivery pump, it was possible to aspirate the reservoir, but unable to fill it totally. Since (B) (6) 2009, only 17'ss have been able to be filled in the reservoir. Reservoir volume discrepancies have been within normal device specifications. It was also reported each time the pump was refilled, the needle was felt hitting the bottom of the reservoir. A motor stall error message had appeared. No motor stall was noted in the event logs and no alarm had been heard. The pt had reportedly had an MRI sometime between (B) (6) 2009 and the date of this report, but the exact date was unk. No motor stall was noted in the event logs. Programming was checked and was correct. The pt was complaining of increased pain. No daily dose changes had been made for some time but increasing the dose was being considered due to the pt's increased pain. The pt had fallen down some stairs about 7-8 weeks prior but was "ok now". Add'l info has been requested.

Manufacturer narrative:
(B) (4).